Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a confirmed fracture. The lead was found to have oversensing with short interval counts (sic). The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.